Event description:
It was reported by the customer, all of the channels of the evis exera lll colonovideoscope were sampled and tested positive for greater than one hundred (100) colony forming units (cfus) of aeromonas hydrophila and pseudomonas aeruginosa. Sampling occurred during reprocessing. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization of the scope was performed by the customer. The last sampling date was (B)(6) 2021. The sampling was routine. There was no patient infection. The scope was precleaned with salvanios premium detergent and manually treated with salvanios premium detergent and anioxyde 1000 peracetic acid disinfectant. The biopsy valve, air valve, and suction valve were cleaned automatically. Soluscope s4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in the typhoon storage cabinet after treatment. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where there was an insulation failure at the distal end, the light guide lens was chipped, the bending section rubber glue was worn out, the switch button 1 rubber was damaged, the universal cord was wrinkled and there was insufficient angulation. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."